Event description:
Clinical Narrative:An Impella 5.5 device was inserted via right axillary artery in a 67 year-old female patient presenting with post cardiotomy cardiogenic shock/low cardiac output syndrome (PCCS/LCOS) following a coronary artery bypass grafting (CABG) plus valve procedure. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage D. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient's medical history is notable for coronary artery disease (CAD).On day 5 of Impella support, computed tomography (CT) imaging identified a hemorrhagic stroke. The Impella was not removed due to the stroke. Additional contributing factors reported included the patient's recent open heart procedure. Activated clotting times (ACT) were not reported at the time of the event. The patient remained on Impella support for 3 additional days, after which the decision was made to withdraw care and subsequently the patient expired.While on support, the Impella 5.5 device operated at performance level 9 with flows of 4.8 liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.The death is most likely attributed to the underlying critical condition of the patient as they presented in SCAI Stage D shock which is identified when The patient gets worse despite initial treatment and shows worsening lab values or multiorgan strain and has a mortality rate often exceeding 40% - 50%.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees, that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate